Manufacturer narrative:
Zimmer biomet complaint (B)(4). Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, it currently remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a biomet microfixation product will be explanted. A patient matched total mandibular joint design input form indicated the new requested implant will replace existing biomet microfixation implants. Attempts have been made and no further information has been provided. No additional patient consequences were reported.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.reported event was unable to be confirmed due to limited information received from the customer. The product was not returned for investigation. No x-rays, pictures, or physician's reports were provided. Scans were provided, however due to the quality of the images, no conclusions could be drawn. The device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.